Manufacturer narrative:
Complaint no: (b(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there was smoke coming from the homechoice (hc) device. This occurred during dwell two of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that the hc started smoking and then alarmed with a system error. The patient turned the hc off and unplugged it from the wall. The patient will continue therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external visual inspection was performed and revealed the accomp board has overheated resulting in soot, carbon, and a strong burnt odor. The homechoice device failed returned instrument testing evaluation; this evaluation included functional and electrical testing of the device. A review of the service history revealed no issues that would have caused or contributed to the reported issue. The cause of the reported issue was due to the accomp board failure. The device was sent to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.